Manufacturer narrative:
Batch review performed on 08 june 2016. Lot 144982: (B)(4) items manufactured and released on 02 december 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold and another similar event has been already reported on an item of this lot (MDR 2016-00043).

Event description:
The patient came in due to feeling unstable. The surgeon revised the insert. The surgeon removed a size 5 - 12mm insert and replaced it with a size 5 - 17mm the surgery was completed successfully. X-rays and explants are not available.